Event description:
It was reported that the patient wasn¿t getting pain relief even after dose adjustments. Interrogation of the pump and the pump logs did not reveal anything malfunctioning in the pump. The pump and catheter were replaced. There were no visible signs of damage to the catheter; the surgeon cut it to remove it. The patient status was reported as ¿alive ¿ no injury¿. The pump was delivering infumorph. It was later reported that the catheter had a break/tear/hole that could not be seen prior to the surgeon cutting it and removing it from the patient. The patient recovered without sequela.

Manufacturer narrative:
Product ID 8731sc lot# serial# (B)(4), implanted: 2007 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Additional information/evaluation summary: analysis of the pump revealed no anomaly found. Analysis of the catheter revealed a hole in the catheter body cause by a deep abrasion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.